Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the down arrow keypad button was sticking. The reporter stated that the keypad was torn and could not confirm whether the damage or the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: evaluation revealed that the pump was torn above the ok key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast and ok buttons responded appropriately and the up and down keys were intermittently responsive. There was contamination under the contrast, up and down keys. Pump booted to the verify screen with dim pink contrast and the display lens was scratched.